Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.